Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned trial confirmed that the device has fractured on the dovetail and condyle. Device history record was reviewed and no discrepancies were found. The device was manufactured on may 04, 2016 and has therefore been in the field for approximately three years and eight months. It is unknown for how many times the device is being used. Root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the trial fractured during a total knee arthroplasty.